Manufacturer narrative:
Due to character restrictions in block e1 event site : (B)(6) hospital, a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not charging. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: h6 (impact-codes) at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The getinge field service engineer (fse) stated that this a third party account that has service trained personnel that perform service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a